Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4) using assay lot 285123 on panther instrument sn (B)(4) which had an increase in positive samples, especially low positives. Customer noted increased positivity across multiple platforms (panther, cepheid, labcorp) and questioned the validity of positive results. The wl in question had 38 positives out of 63 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.

Manufacturer narrative:
Hologic technical support (ts) explained to customer that low rlu positive samples could be low-target. Hologic product applications specialist (pas) reviewed logs and confirmed the run was valid with expected kinetics and kit performance; pas agreed these samples were likely low-target. Customer continued to run and monitor. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)) and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.